Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 120 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 11:42 am) with results of 266 mg/dl - meter serial # (B)(4)and 203 mg/dl - meter serial # (B)(4). Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 09/30/2016 and iopen vial date is a few days ago. Recall test results performed after meals from meter memory (date/time not set correctly): 153 mg/dl (B)(6) 2015 12:16:00 am; 153 mg/dl (B)(6) 2015 11:56:00 pm; 306 mg/dl (B)(6) 2015 10:55:00 pm; 213 mg/dl (B)(6) 2015 01:00:00 pm. No adverse event reported.

Manufacturer narrative:
(B)(4), returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.